Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer's blood glucose level was 46 mg/dl at the time of the incident. The customer treated their blood glucose levels with soda. The customer was assisted with troubleshooting and was able to resolve the issue. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump functioned properly. The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarms noted. The insulin pump functioned properly. The motor was tested outside the device and passed. The insulin pump was received with cracked case on display window corners, minor scratched lcd window and cracked reservoir tube lip.